Event description:
During knee surgery unit was lying on drape, doctor noticed brown liquid coming from unit. Doctor was concerned with possible knee contamination and had to get another unit to flush knee.